Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed noise resulting in pacing inhibition. The patient lost consciousness and fell. There was also evidence of high out-of-range impedance measurements on a competitors lead. A lead fracture was suspected but not visually confirmed. The device was reprogrammed and the patient was hospitalized pending lead revision.